Event description:
It was reported that label error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported the edges of the labels were lifting off the tube. Yesterday morning I was having my blood drawn for some testing and mentioned to the phlebotomist that I work for (B)(4) (the company who makes the tubes they use). She immediately let me know that she was not happy with some of our tubes and provided me with samples of 367986 & 367861. Both tubes have the edges of labels lifting off. She said this has been happening frequently lately, but couldn¿t give me a specific number of tubes affected. She also raised a 2nd complaint: she mentioned that she feels something has changed with the well of our vacutainer tubes. When she pushes a tube into the single-use holder, with either a wingset or eclipse needle, the tube can have a tendency to push off forcefully and fly backwards. Again, she had no numbers of time this has happened, or lots or specific product numbers."

Manufacturer narrative:
Investigation: bd received sample and photo from the customer facility for investigation. The sample and photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "it was reported the edges of the labels were lifting off the tube. Yesterday morning I was having my blood drawn for some testing and mentioned to the phlebotomist that I work for bd pas (the company who makes the tubes they use). She immediately let me know that she was not happy with some of our tubes and provided me with samples of 367986 & 367861. Both tubes have the edges of labels lifting off. She said this has been happening frequently lately, but couldn¿t give me a specific number of tubes affected. She also raised a 2nd complaint: she mentioned that she feels something has changed with the well of our vacutainer tubes. When she pushes a tube into the single-use holder, with either a wingset or eclipse needle, the tube can have a tendency to push off forcefully and fly backwards. Again, she had no numbers of time this has happened, or lots or specific product numbers."